Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 550 mg/dl and other relevant blood glucose level was 350 mg/dl, 550 mg/dl, 348 mg/dl, 440 mg/dl, 329 mg/dl, 546 mg/dl, 279 mg/dl, 450 mg/dl, 520 mg/dl, 494 mg/dl, 458 mg/dl, 375 mg/dl, 297 mg/dl, 326 mg/dl, 415 mg/dl, 325 mg/dl, 500 mg/dl, 428 mg/dl, 379 mg/dl, 523 mg/dl, 411 mg/dl, 419 mg/dl, 390 mg/dl, 306 mg/dl, 406 mg/dl, 582 mg/dl and 499 mg/dl customer also reported that the insulin pump had insulin flow blocked alarm and alarm did not occur during manual prime. Trouble shooting was performed for no delivery alarm and issue was resolved by changing complete set. The insulin pump will not be returned for analysis.